Event description:
The patient reported she had ultherapy done in (B)(6) and now has "big blisters swelling on her forehead and her eyes are very swollen as well".

Manufacturer narrative:
Treatment parameters are unk at this time. Us physician making contact with treating physician in (B)(6).